Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the hp053 instrument malfunctioned sometime during the procedure (no further details). There was no consequence to the pt.